Event description:
This lead was explanted due to loss of capture. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12 cm distal to the is-1 connector pin. All fragments were received for analysis. It is reasonable to assume that the lead was cut in the course of the surgery. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that this damage was due to tensile forces, applied during the surgery. Furthermore cuttings in the insulation and deformations of the outer and inner conductor coils were observed which occurred most likely during the explantation procedure. In summary, the lead¿s distal part was found bent, which resulted most likely from the surgery. The analysis of the available lead segments did not reveal any sign of a material or manufacturing problem.